Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device door roller was broken. The device was returned to the central supply department with note that stated "out of order." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, it was noted that the device door roller was broken. There were no reports of any adverse pt events or delays in critical therapies while the pump was in clinical use. Though requested, no add'l info was provided.